Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 19-jul-2020, UDI#: (B)(4). Product ID: 8598a, serial/lot #: (B)(4), ubd: 12-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain, and failed back surgery syndrome. It was reported that the patient has had issues with the pump since a couple of months ago, but had not realized it was from the pump. The patient¿s pain had been increasing. It was further noted that the patient was in the hospital for other medical issues since (B)(6) 2020. On (B)(6) 2020, a nurse had filled the pump, and when they went to take the old drug, they took out 14.2 ml. It was further noted that they put 15 ml in the pump on (B)(6) 2020, at the last pump refill. A dye study was scheduled to be performed on (B)(6) 2020. It was indicated that a company representative was scheduled to be there at the scheduled appointment. No further patient complications have been reported as a result of this event.